Event description:
As reported, during an interventional percutaneous transluminal angioplasty procedure within chronic total occlusions of the left superficial femoral and left posterior tibial arteries, two advance 18 lp low profile balloon catheters¿ balloons ruptured. Access was obtained in the left posterior tibial artery. Per the reporter, a pre-existing stent caused the balloons to rupture. An unspecified ¿1.5 laser¿ was used during the procedure, as well as a cook catheter, wire guides, and stent. Reportedly, another advance 18 lp low profile balloon catheter¿s balloon from a different lot also ruptured during the procedure. That event will be reported under patient identifier (B)(6). Another balloon of the same type was used to complete the procedure, and an 8x80 stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address: (B)(6). E3: occupation: lab manager. H3: device evaluated by mfg = other (81): device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 27aug2024. A cook 5-french ansel sheath was used during the procedure. The anatomy was calcified. An unspecified inflation device was used to inflate the balloon one time to twelve atmospheres, for a few seconds, at which point the balloon ruptured. Blood was not noted in the inflation device, and the balloon was not inflated within a stent prior to rupture. The balloon catheter was removed by itself.

Manufacturer narrative:
Additional/corrected information: b5: additional information was received on 27aug2024 and inadvertently omitted from the initial MDR. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an interventional percutaneous transluminal angioplasty procedure within chronic total occlusions of the left superficial femoral and left posterior tibial arteries, two advance 18 lp low profile balloon catheters¿ balloons ruptured. Access was obtained in the left posterior tibial artery. Per the reporter, a pre-existing stent caused the balloons to rupture. An unspecified ¿1.5 laser¿ was used during the procedure, as well as a cook catheter, wire guides, and stent. Reportedly, another advance 18 lp low profile balloon catheter¿s balloon from a different lot also ruptured during the procedure. That event will be reported under patient identifier 438643. Another balloon of the same type was used to complete the procedure, and an 8x80 stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 27aug2024. A cook 5-french ansel sheath was used during the procedure. The anatomy was calcified. An unspecified inflation device was used to inflate the balloon one time to twelve atmospheres, for a few seconds, at which point the balloon ruptured. Blood was not noted in the inflation device, and the balloon was not inflated within a stent prior to rupture. The balloon catheter was removed by itself. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint devices was also conducted. The complaint devices were returned to cook for investigation. A leak test was performed. A pin hole leak was noted in one catheter, at approximately 5.7-centimeters from the distal tip. The second catheter was not visibly damaged and did not leak; however, it is likely that biomatter occluded a pin hole. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues likely contributed to this event. Although the balloons were not inflated within a stent, the user stated that a pre-existing stent caused the ruptures. It is possible that the stent may have punctured the balloon material if the balloons were inflated too close to the edge of the stent. It is also possible that the patient¿s totally occluded and calcified anatomy may have punctured the devices. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.